Manufacturer narrative:
Based on the available information, this event is deemed to be a death. There are no allegations from a health care professional that the death was device-related. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a fecal management system (fms) was placed on (B)(6) 2015. The patient was reportedly "not having many bowel movements." Initially the patient received lactulose "via ng tube with no results." The fms system was placed to manage further administrations of lactulose. On (B)(6) 2015, the patient was said to have received a total of 1000 milliliters of lactulose via the fms system's irrigation port in two 500 milliliter doses. The tubing was then clamped. After waiting one hour, a nurse checked the fms system and noted "minimal drainage" (100 milliliters of fecal liquid). No resistance was met during the administration of lactulose and it was unknown if the bed was wet. Two hours later, the nurse attempted to "reposition the patient and check for patency of tube." At this time, the nurse noted the fms retention balloon was "bulging at the entrance to the anus and some bleeding [was] evident around the sides of the tube. The nurse proceeded to remove and reposition the fms by deflating the retention balloon. During deflation, the nurse reportedly removed 450 milliliters of clear liquid from the retention balloon. It was further noted the liquid was not "yellow-tinged" and the facility was unable to determine whether or not the fluid removed was lactulose; however, the facility "thought it was very likely the inflation port was used" inadvertently during the administration of the lactulose. "The patient then had frank bleeding via the fms of approximately 500 milliliters of blood. Eight hours later, the patient continued to have some bleeding via the fms and a sigmoidoscopy confirmed a rectal tear. The patient was taken for an emergency diverting colostomy. The patient's bleeding subsided following the colostomy. The patient was noted as having received two units of blood; however, the date and time the blood was given were not immediately available. The facility was unable to determine whether the blood was required as a result of the patient's injury.